Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an infusion site infection at the cannula insertion site in the abdomen with redness bump and drainage requiring lancing and treatment with topical cream and oral antibiotics on (B)(6) 2026.